Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's color did not change even it was used on the patient. The patient was firmly intubated when checked via x-ray. There was no patient harm.